Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the delivery system is returning for analysis. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate manufacturing report number.

Event description:
This report is filed for tissue damage noted at mitraclip (cds0601-xtr 80517u143) implantation site. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. Clip delivery system (cds0601-xtr 80517u142) advanced without issue. Upon grasping attempt, the gripper lever advanced but the gripper arm did not drop. Gripper line slack was noted within the gripper lever during gripper lever retraction and a gripper line break was suspected. The device was removed without issue and another device (cds0601-xtr 80517u143) was used in replacement. There were no adverse patient effects due to this device. Mitraclip (cds0601-xtr 80517u143) was implanted without reported issue, reducing mr. A second cds0601-xtr was implanted on the medial side of the valve, addressing a separate medial lesion without reported issue. A third mitraclip (cds0501) was implanted medial to the first cds0601-xtr 80517u143 clip without reported issue. Following, residual mr was observed at the first implanted mitraclip (cds0601-xtr 80517u143) at the anterior leaflet. The first implanted clip cds0601-xtr 80517u143 mitraclip arm was no longer over the anterior leaflet. An anterior leaflet perforation was suspected. Reportedly, there was no treatment. The mr was reduced to 3+ and the procedure as completed. There was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral valve injury (tissue damage) appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.